Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery. The 3.50x26mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to anatomy. Therefore, another 4.5x19mm graftmaster covered stent was attempted to be advanced, but also failed to cross due to anatomy. Balloon dilatation was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint handling database was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - impact code 2199 was removed and replaced with code 2645; medical device problem code 2524 was removed and replaced with code 3189.

Event description:
Subsequently, after the initial was filed it was noted that the 4.5x19mm graftmaster covered stent was only prepped, but never used in the anatomy as balloon dilatation was able to seal the perforation. No additional information was provided.